Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 100% stenosed target lesion was located in the severely calcified and severely tortuous left anterior tibial artery. This lesion was a chronic total occlusion (cto). It was difficult to cross the target lesion with this 2.5mm x 40mm x 145cm coyote es otw balloon catheter due to the cto lesion. The coyote device did cross the lesion but the balloon ruptured upon the 2nd inflation at 10atm / 20 seconds (1st inflation: 10atm / 60 seconds). The procedure was completed with another coyote es otw balloon catheter at 12atm / 60 seconds. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).